Event description:
It was reported that the system 9800 would not complete initialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a defect in the high voltage cable. The cable was replaced. The system was tested and found to be working as intended and placed back into service.